Event description:
The facility reported overinfusion of a colleague infusion pump. It was reported that an occlusion alarm occurred while the patient was receiving an unknown medication at rate 10ml/hr. The nurse attempted to reset the equipment using the following steps: 1). Press the pump channel; 2). Press the stop button; and, 3). Press start button. Afterwards the pump began to deliver the medication too fast. The nurse noticed that the pump rate was set at 710ml which was not at the programmed rate. She then removed the pump from the patient and proceeded to install the IV on another infusion pump. According to the hospital representative, the patient was not affected by the incident and didn't need additional treatment. No additional information or contact was available.

Manufacturer narrative:
The device was evaluated at baxter in 2007. The reported condition of over infusion was not confirmed during the evaluation. The accuracy test was performed on channel a using the customer's initial rate of 10 ml/hr. At the primary rate of 10 ml/hr for 30 min the pump delivered 4.8988 ml, -2.02%. Three additional tests was performed at the rate of 100 ml/hr for 10 min each. Channel a delivered 19.5051 ml, -2.47%, 19.5251 ml, -2.37%, and 19.5752 ml, -2.12%. The phm was found to be within specification (specification is +/-5%). Channel a was then programmed to 10 ml/hr for 2 hours. During that time several downstream occlusion were induced. Pump was restarted and each time the rate did not change, as it remained at the programmed 10 ml/hr. Inspection of the pump head was performed and no visual damage was observed. It is concluded that the assignable cause of the reported customer condition was user error (miss programming). The user changed the pump rate 10ml/hr to 710ml/hr. The device has been sent to the baxter repair shop for pump head replacement for precautionary measure due to the presence of failure code 867:10 (pump head communication error) which occurred when the customer pressed the off key and start key within the same second causing the failure code.

Manufacturer narrative:
The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filled upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
The pump was further evaluated at the baxter repair shop on 10/19/2007. The pump head module was determined to not need replacement because failure code 867:10 only occurred once in the event history and did not recur during testing. The pump was returned to the customer fully operational.